Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sionblue, xt-r. Guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 99% stenosed lesion in the mildly tortuous distal right coronary artery (rca). A 2.0x8mm mini trek ii otw balloon dilatation catheter (bdc) was unpackaged and prepped outside of patient anatomy without issue. The bdc was then advanced over a non-abbott guide wire, into a non-abbott guiding catheter and to the lesion, with resistance felt against the proximal part of the lesion; tapping technique was used to facilitate crossing of the lesion. During inflation, the balloon ruptured at 8 atmospheres. The bdc was withdrawn without resistance. An attempt was then made to perform dilatation with a non-abbott balloon, but this balloon also ruptured. The resulting stenosis was 75% and no further attempts were made to treat the lesion as further dilatation of this lesion is considered impossible. There were no adverse patient effects and no occurrence of clinically significant delay. No additional information was provided.